Event description:
It was reported that this pacemaker system exhibited a pacing failure due to variable and high capture thresholds and loss of capture. This pacemaker system remains in service. No adverse patient effects were reported. Japan lifeline. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).